Event description:
Pt states he started his heparin infusion as always and then noticed that blood was pumping from his chest into the tubing instead of the medication pumping into his chest. The blood had filled the filter by the time he noticed. On examination of the tubing he noticed the cassette was backwards. The cassette was assembled in such a way that when it was snapped into the pump it pumped blood from the pt into the tubing rather than pumping fluid from the bag into the pt.